Event description:
A doctor reported that during cortex removal, an anterior capsule tear was noted at the site of a flexible iris retractor. No patient impact was experienced. Additional info has been requested.

Manufacturer narrative:
No sample or lot number info has been received by MFR for evaluation. As the affected lot number is not known, the device history record could not be reviewed. The MFR performs a 100% final inspection for this product. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested, but none has been received. (B)(4).